Manufacturer narrative:
Date of report received: 06 jun 2019. MFR received date: 27 mar 2019. Central processing unit (cpu) pcba was returned to failure investigator (fi) lab for evaluation. Visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The cpu pcba was installed in the fi test ventilator. Unit was connected to alternate current (ac) power and left in the off condition overnight to see if the unit powered on by itself. Unit did not power on. Ac power was applied and removed a minimum of thirty times without the ventilator turning on. Unit did not boot without pressing the power switch. Cpu pcba was stored for four days. Cpu was installed in the test ventilator and diagnostic log was downloaded with no errors generated. The root cause for the reported issue could not be determined due to reported failure could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04feb2019. The customer replaced the power management (pm) printed circuit board assembly (pcba) and battery. Manufacturer's field service engineer (fse) evaluated the unit and could not duplicate the reported issue. The fse found a system startup code in the diagnostic log. The fse replaced the user interface (ui) pcba and main switch overlay. The customer had previously replaced the cpu and fse replaced the original cpu. The unit successfully passed performance verification testing (pvt) and was ready for use.

Event description:
The customer contacted philips technical support (ts) stating that the "unit it turning on by itself." The customer reported there was no patient involvement. The event date was not specified; estimate used.